Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing.a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported that ¿in speaking with the olympus technical assistance center (tac) via phone, the serial digital interface was connected properly from the cv-190 to the oev-321uh. The customer did not choose the correct input on the monitor and was unable to see the image from the cv-190 on this unit." It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned to olympus. Troubleshooting over the phone was able to resolve the event and the monitor is working fine. Olympus will continue to monitor field performance for this device.